Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt reported information about their prior stimulators. Pt said: they are someone who falls, they had to ride the scooter and fell so after their falls their stimulator did not work, for both replacements. Pt said they did not know the date they started: "got to go to the bathroom" but it's been a while.. Pt remembered they had some falls in the spring of 2021. One of the times was the wednesday before they got this on a monday." Pt said one was bent and they were going to take it out and put it on other side. Documented reported information and encouraged pt to continue working with their healthcare provider to further address any issues. No symptoms reported.